Event description:
It was reported to boston scientific corp that an endovive standard peg kit was used for an initial peg placement procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure the feeding tube would not exit through the skin of the pt. The physician encountered resistance as the peg tube was advanced along the guidewire. Resistance became so great the tube could not be pushed any further along the guidewire. The plastic end of the peg tube became twisted into a "pig's tail". The peg tube was removed through the mouth with some resistance being felt. A new peg tube from another endovive push peg kit was used to complete the procedure. There has been no report of complications or injury to the pt due to this event. It was reported that post procedure the pt's status was okay.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.